Manufacturer narrative:
The explanted lead was not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device check, loss of capture was observed on the left ventricular (lv) lead. An x-ray was performed, which revealed the lv lead had dislodged into the atrium. A revision procedure was performed and the lead was explanted and replaced. No adverse patient effects were reported.